Event description:
On (B)(6) 2011, pt reported she was returning her infusion device because the way it functions does not keep her blood glucose in balance. Pt stated she has been hospitalized a number of times because the device did not inject the proper amount of insulin at the correct time. Pt reported the infusion set tubing and the needle was not working. Pt stated her doctor has prescribed a different plan of treatment for her. On follow up call on (B)(6) 2011, pt's mother reported she isn't sure the infusion device is to blame for the pt's elevated readings and she can't say if the infusion device was or was not working. Mother stated the pt was hospitalized at least 5-6 times since (B)(6) 2009. Mother reported pt was admitted to the hospital at least twice of those 5-6 times. Mother stated pt's blood glucose was running in the 300's mg/dl on a daily basis. Pt target blood glucose is around 150 mg/dl. Mother reported they would help treat the pt with injections along with the infusion device. Mother stated pt's highest reading was up to 700 mg/dl. Mother reported at the hospital, they would immediately treat the pt with 4 bags of fluids and insulin injections. Mother stated when the pt's readings were too high and she was in dka, they would put her on an IV drip and insulin drip and then admit her to the hospital. Mother reported on these occasions, they would take her off of the infusion device. Mother reported, they would change the infusion tubing and try to run a prime a couple of times but no insulin would emerge. Mother stated, they were using partial cartridges. Explained about adjusting the cartridge volume for the infusion tubing to prime. Mother reported, they would change out the tubing a few times until they got one to prime. Mother reported receiving no error messages. Mother stated, there were no lifestyle changes except for stress. Pt is currently on a competitor's infusion device. Mother reported pt has discarded alleged infusion sets. Product was returned for evaluation; no replacement was sent.